Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2012. -device explant due to ongoing gerd occurred on (B)(6) 2018. -device was found in the correct position/geometry. -patient is doing "fine" as of (B)(6) 2018.